Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer received voluntary medwatch (mw5151769). The manufacturer received information alleging an issue related to a dreamstation 2 device's sound abatement foam. The patient has alleged burning in throat, sleep apnea. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5151769). The manufacturer received information alleging an issue related to a dreamstation 2 device's sound abatement foam. The patient has alleged burning in throat, sleep apnea. There was no report of harm or injury. No medical intervention was required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report, in box h method code, results code and conclusion code has been updated/corrected.